Event description:
It was reported that post-operatively to an ileocecostomy procedure, the pt developed morbid conditions. Six days postoperatively, the pt required an additional procedure and it was determined the staple line used to close the enterotomy and colotomy on the original procedure dehisced. The anastomosis from the original surgery was resected out and performed again. Pt required a prolonged hospital stay.